Event description:
A customer contacted beckman coulter inc. (Bci) stating that the lid of the au403-02e clinical chemistry analyzer fell on an operator. There was no injury or any medical attention required.

Manufacturer narrative:
A field service engineer (fse) was on-site (B)(4) 2010 for this event. Customer and fse discussed the issue and the shocks were replaced.